Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of, treatment for, and outcome of the peritonitis event was not reported. No further information was provided regarding whether the patient was hospitalized for the event. On an unreported date, extraneal therapy was discontinued. No additional information is available.